Event description:
It was reported that the blood was unable to be cleaned from the handpiece. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned and an evaluation is anticipated. This report will be updated when the investigation is completed.